Event description:
This customer reported that during a code situation they were unable to acquire a leads ECG waveform for the pt with this defibrillator and with two other defibrillators, which are reportedly separately in MFR report # 1218950-2010-00391 ((B) (4)) and in MFR report # 1218950-2010-00392 ((B) (4)). The involved pt died, but the customer stated that they did not want to deliver energy to the pt. There has been no allegation that the device was a factor in the pt outcome. Note that the acquisition of leads ECG does not impact the delivery of therapy.

Manufacturer narrative:
A f/u report will be submitted after philips obtains more info about this event. Note: since three defibrillators are involved in this one event involving one death, the death is reported in MFR report # 1218950-2010-00391 ((B) (4)). For this report, and for MFR report # 1218950-2010-00392 ((B) (4)), we have classified the event as a product/malfunction, so it would not appear that 3 separate deaths had occurred.